Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated he ran out of insulin and his dexcom stopped working (no specific issue described). However, he did notice an error for a couple of minutes and felt weak. He did not check a finger stick reading and decided to go to the emergency room y himself. When he arrived, they checked a finger stick and his bg was 468 mg/dl. The patient was treated with an insulin injection and prescribed insulin medication. The patient was discharged from the ER after 2 hours. Prior to discharge, his bg was 240 mg/dl. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- correction. B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional . H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated he ran out of insulin and his dexcom stopped working (no specific issue described). However, he did notice an error for a couple of minutes and felt weak. He did not check a finger stick reading and decided to go to the emergency room (ER) himself. When he arrived, they checked a finger stick and his bg was 468 mg/dl. The patient was treated with an insulin injection and prescribed insulin medication. The patient was discharged from the ER after 2 hours. Prior to discharge, his bg was 240 mg/dl. At the time of the report, the patient was doing fine. The performance data was reviewed for the wearable reported to have been involved. The data indicates that the sensor session for tx (B)(6) started at 3:50 pm on (B)(6) 2025. The session lasted 10 days and 12 hours when it expired at 3:50 am on (B)(6) 2025. The next session was not started until 5:38 pm on (B)(6) 2025. No data was logged between (B)(6) 2025 at 6:18 pm and (B)(6) 2025 at 3:40 pm. No additional patient or event information is available.